Event description:
Caller reported a cracked and shattered touchscreen on their device, rendering the touchscreen unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the caller on how to put the pump into storage mode before returning it with a pre-paid label within ten days. The customer was also advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.